Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing white display, blank screen and it started beeping. The customer¿s blood glucose level was 160 mg/dl. Customer reported display was flashing. No report of pump screen flashing when screen was turned on after being in sleep mode. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments/partial display and perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.